Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown cup. Unknown liner. Unknown head. Foreign report source: (B)(6). The reported event was identified during review of a journal article sharma, d. R., sharma, d. A., balawat, d. A., & sekhawat, d. V. (2020). Comparison between simultaneous versus staged bilateral total hip arthroplasty in patients with painful disabling bilateral hip diseases: a prospective, randomized, controlled study. International journal of orthopaedics sciences, 6(1), 647-652. Doi:10.22271/ortho.2020.v6.i1l.1937. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported in a journal article that one patient from the staged group experienced an intraoperative periprosthetic femoral fracture that was strengthened with a cerclage wire. Attempts have been made and additional information on the reported event is unavailable at this time.